Manufacturer narrative:
Correction: item number, UDI number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
A failure of the angle retention test was noted with both rod 1 and rod 2. The rods failed to maintain the 45-degree angle when bent. Examination of the device revealed that both rod 1 and rod 2 were unable to maintain the retention angle. The rods were bent in four directions into approximately 45-degree angle but did not hold angle. With use over time, the coil inside the device may fatigue which could result in the loss of angle retention. Based on the testing, it was confirmed that the inner core of both rods was most likely fractured. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to loss of rigidity. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.